Event description:
It was reported that during a ureteral stenting treatment procedure removal difficulty was encountered. The physician was placing the flexima ureteral stent from the kidney to the bladder. The physician got the stent into position in the normal way but when he tried to remove the suture the stent kinked. He felt that this was a direct result of the force applied on the system to remove the suture. He also experienced difficulty in removing the suture without moving the entire stent system as a result the flexima system remained inside the patient and the kink will be corrected at a later date. There were no further patient complications reported and the patient condition is stated as stable.

Manufacturer narrative:
(B)(4). : it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).